Event description:
While performing an investigation on a customer's freestyle navigator transmitter, a crack was observed on the battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot #0919524 were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those the customer reported were found in meter's memory.

Event description:
Customer reported receiving erratic readings on her freestyle freedom lite blood glucose meter. Customer reported receiving readings of 188 mg/dl, 32 mg/dl, 210 mg/dl and 258 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported experiencing fatigue, lightheadedness, polyuria, polydipsia, a dry mouth and not feeling well. No third-party emergent medical intervention was required. Customer self-treated by taking two doses of humalog insulin several hours apart, which she noted was a change to her usual medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be submitted when the investigation is complete.